Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not giving low battery alerts. Customer stated that insulin pump takes longer time to prime and to rewind and also had to prime and rewind more than once. Customer also stated that insulin pump received unexplained alarm. No harm recurring medical intervention was reported. The device will be returned for analysis.